Event description:
Additional information was obtained. A memory download was provided to technical services. Further review of the data was performed. The reported out of range shock impedance measurement is suggestive of a lead integrity issue or a connection issue. A review of the past year revealed the issue has been chronic which possibly suggests a connection related observation. Further recommendations were provided to verify a possible connection or lead issue.

Event description:
Additional information was received: prior to the revision procedure, this system underwent fluoroscopy. No abnormalities were noted. When the pocket was opened, the leads could be removed from the device without doing a tug test. When connected to the pacing system analyzer; (psa black to rv pace/sense and rsa red to rv distal leg) proximal leg) pacing was noted and normal measurements were obtained. Then the configuration was changed (psa red to rv proximal leg)proximal leg) and the lead was thoroughly cleaned and reconnected to the can. All measurements were normal. When this was done repeatedly, normal measurements remained normal. Defibrillation threshold testing was not performed. The pocket was closed and further x-ray revealed the set screw had passed the distal block.

Manufacturer narrative:
- -

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device and lead remain implanted. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this device and right ventricular lead displayed high out of range shock impedance measurements. A review of trending data revealed a high out of range shock impedance for the past eleven months. This information was provided to the physician and a lead revision is intended. An internal technical service consultant was contacted for their recommendations and was provided further troubleshooting recommendations to determine whether this is device or lead related. No adverse patient effects were reported.